Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was found cracked when the user removed the device from a pocket, and the device remained functional though no longer watertight, prompting a replacement and guidance to back up therapy if desired. Symptoms included no changes to blood glucose levels and no adverse clinical effects. Outcomes included device replacement and continuation of cgm use with the dexcom app or receiver. Investigation included customer service assessment, verification of device functionality, and logistical arrangements for return and replacement, with instructions to shut down the device and sync data prior to return. Investigation of this device revealed a damaged display component consistent with physical damage to the touchscreen and loss of water ingress protection, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage attributable to handling or external force of unknown origin.